Event description:
A company representative reported that the tip of an aleutian an mi inserter inner shaft fractured off intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: b5, d4, d9, h3, h4. H6 coding has been updated to reflection completion of the investigation.

Event description:
A company representative reported that the tip of an aleutian an mi inserter inner shaft fractured off intra-operatively. Inspection of the returned device revealed that the tip was deformed. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.